Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality is unconfirmed. The unit is working correctly. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was serviced, tested, and returned to refurbished inventory. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: has a fuzzy screen.